Event description:
Doctor was using sonicision 39 cm device to dissect adhesions when device alarmed. Dr. Removed it from the patient's abdomen and noticed that the jaws of the device were broken. Contacted surgery coordinator, who came into the room, got necessary info and contacted the local rep. A new device was then used to finish procedure with no harm to the patient.